Manufacturer narrative:
Initial.

Event description:
It was reported that after changing to a new freestyle libre 3 plus sensor, the user repeatedly scanned the sensor and received "activation successful", but the ilet did not pair with the sensor; the issue resolved after uninstalling and reinstalling the ilet app, forgetting the ilet from the phone's bluetooth menu, re-pairing the ilet to the app, and re-scanning the sensor, after which sensor glucose readings appeared on the ilet. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no impact on health. User support included guided troubleshooting and user education. Investigation of this case revealed an app and bluetooth pairing issue between the ilet and the cgm that was corrected through reinstallation and re-pairing, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use-related connectivity and software pairing behavior resolved by standard troubleshooting.